Event description:
Same patient as MFR report#: 2134265-2010-01705. The patient was enrolled in the (B)(6) clinical trial. It was reported that post a coronary stenting treatment procedure, in-stent restenosis occurred. The patient presented with angina and a positive stress test. The lesion was a focal in-stent restenosis of a previously placed 2.5x28mm study stent that was located in the first obtuse marginal artery. The lesion was treated with angioplasty and placement of a 2.75x12mm non bsc stent as well as a 2.75x12mm taxus liberte' stent "upstream" from the first stent where there was a restenosis which was increased by the multiple passage of balloons. Post re-intervention residual stenosis was 0% and timi flow was iii. The patient was discharged on aspirin and clopidogrel. Four months later, the patient had target lesion revascularization for in-stent restenosis. The lesion was pre-dilated with an unspecified balloon. A 2.75x12mm taxus liberte" stent was advanced to the lesion, but was "poorly positioned." The stent was post-dilated with a 3mm quantum balloon with a satisfactory angiographic result. No patient complications were reported. Patient status is listed as stable.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).